Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established. The patient remains ongoing on the lvas and no further related issues have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 46 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced drainage from insertion site. Thick milky white discharge was observed on biopatch and gauze with increased redness at driveline insertion site. The patient presented to the hospital due to suspected driveline infection. Empiric antibiotics started upon arrival to hospital. No lvad alarms were reported for this event. CT of chest/ abdomen/pelvis was taken, results not provided. Blood cultures on (B)(6) 2017 showed no growth. Patient remained on oral antibiotics. Previously, patient presented with complaints of discomfort at an old chest tube insertion site along with erythema, no drainage was noted at site at that time. No additional information was provided.